Manufacturer narrative:
(B)(4). The complaint nasal mask has been returned to fisher & paykel healthcare in (B)(4) for evaluation. We are currently still in the process of conducting our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that their bc801 infant nasal masks were falling off. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two bc192 flexitrunk infant nasal tubing and two complaint bc801 infant medium nasal masks were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. The dimensions of the mask and midline cannula housing were also measured and compared against the drawing specifications. Each complaint bc801 nasal mask had also undergone a double loading test by fitting it to the returned bc192 nasal tubing and attaching another sample of bc801 nasal mask to the complaint bc801 nasal mask. A gas flow of 8 liters per minute was subsequently applied to the set-up for six hours. Results: no damage was observed to the returned devices during visual inspection. Dimensions of the mask and midline cannula housing were within specifications. The midline cannula housing was able to retain twice the mask's weight without detaching from the set-up. A lot check was not performed as lot information was not provided. Conclusion: no fault was found to the returned bc192 flexitrunk infant nasal tubings and bc801 infant medium nasal masks. The fault reported by the hospital is likely due to incorrect size of the flexitrunk nasal tubing used with the patient. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." "Check that all circuit connections are tight before use and after any adjustment."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that their bc801 infant nasal masks were falling off. No patient consequence was reported.